Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient was young with good bone quality. Presented with basal cervical neck fracture with reverse oblique subtrochanteric extension. The surgeon opted to recon lock the nail. Previous skin incisions were made to place heygroves reduction forceps to aid reduction. This incision was too superior; however, the surgeon attempted to use this incision to put the drill sleeve through for a recon locking option. The guide was under extreme strain from the tissue. The surgeon did not x-ray lateral to check screw placement and left for registrar to finish case. Post op x-ray showed recon locking screws were situated anterior to the nail. The patient had to have a follow up operation where the nail was exchanged. This report is for an unknown nail. This is report 1 of 4 (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The proximal hip screws were removed, replaced and discarded. The nail was left in.